Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedural events and care. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. In this case, structural valve degradation and calcification, leading to heart failure and device explantation was confirmed, based on the medical record provided. The available information suggests patient factors (hyperlipidemia, chronic kidney disease, and pre-diabetes mellitus) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years and 5 months following a transfemoral transcatheter aortic valve replacement (tavr), the 23mm sapien 3 ultra valve was explanted, due to unknown reasons. Per medical record, the patient presented to the hospital with acute heart failure decompensation secondary to severe aortic stenosis with peak velocity of 5.1 m/s, mean gradient 63 mm hg, aortic valve area (ava) of 0.52mm with operative and pathology findings of prominent dystrophic calcification of tavr. The tavr was explanted.